Event description:
It was reported that a pt underwent a hysterectomy, bladder tack using the sling tape, ovary removed, and two large hernias repaired using mesh. The pt ended up in critical care and in a nursing home. The pt had an open wound requiring 50 ft of 3" curlex packing. The pt had a home health nurse on a daily basis. The pt experienced complete separation of the skin and muscles of the abdominal wall. Since 2004, the pt has not been able to work due to infections in the abdominal wall. The pt had surgery again in 2005 to try and remove scar tissue in hopes of healing. Now after years of pain, the pt had surgery again in 2008, to have the hernia mesh removed due to acute infection in the abdominal wall with total reconstruction of the abdominal wall. The pt now almost five months post-operative and still has a drainage tube.

Manufacturer narrative:
Date sent to the FDA: 10/22/2009. Infection. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch # 2210968-2009-01166. The same pt is represented in each medwatch.